Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced due to reaching normal elective replacement indicator. The implantable pulse generator (ipg) was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.